Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and drive support cap anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer reported that the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. No loose drive support cap was noted during visual inspection.